Manufacturer narrative:
H6 investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to the unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text: see h10.

Event description:
It was reported that 6 unspecified bd eclipse¿ needles leaked, 49 needles' safety shields broke off, 31 needles' safety shields failed to work, 14 needles were blocked, 22 needles had damaged packaging, 7 needles had loose safety shields, 2 needles caused needle sticks after use, and needle had a broken cap. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (6), the safety shield broke off (49), syringe needle connectivity issues (26), safety mechanism failures (31), needle clogged/blocked (14), package open before use (22), package difficult to open (35), safety shield loose (7), needle bent (11), needlestick injury (before patient use) (3), needlestick injury (after patient use) (2), and the needle cap was broken (1)." "Additional information related to needle clogged/blocked: "when I injected the drug I noticed there was a lot of pressure and the liquid did not flow. I had to change the device and start again." (39845)"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 unspecified bd eclipse¿ needles leaked, 49 needles' safety shields broke off, 31 needles' safety shields failed to work, 14 needles were blocked, 22 needles had damaged packaging, 7 needles had loose safety shields, 2 needles caused needle sticks after use, and needle had a broken cap. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (6), the safety shield broke off (49), syringe needle connectivity issues (26), safety mechanism failures (31), needle clogged/blocked (14), package open before use (22), package difficult to open (35), safety shield loose (7), needle bent (11), needlestick injury (before patient use) (3), needlestick injury (after patient use) (2), and the needle cap was broken (1)." "Additional information related to needle clogged/blocked: "when I injected the drug I noticed there was a lot of pressure and the liquid did not flow. I had to change the device and start again." (39845)"